Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation, is completed or if additional information becomes available.

Event description:
It was reported the single-use sphincterotome's wire burnt through/snapped during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
Additional information: d4, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection - the reported failure was confirmed via information provided by the user facility. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that one of the following led to the malfunction: probable cause 1: 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of ¿2¿ description. This had led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge occurred, and the cutting wire became hot instantly. This had caused the cutting wire to break. Probable cause 2: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.